Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead the patient had myocardial problems and high/ unsatisfactory thresholds were recorded in multiple locations. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was suspected that poor pacing parameters were due to the patients anatomy. It was also reported that during removal of the lead the electrode could not be retracted.